Event description:
A valve-in valve procedure was performed with two corevalves and two sapien xt valves. All valves embolized into the aorta and had to be explanted. Initially, the team had placed a 31 corevalve in a patient's annulus measuring 768. The team felt that due to the patient's age and other issues that this was the patient's only option for treatment. After deployment of the 31mm corevalve, severe peri-palvular leak was noted on echo. The decision was made to deploy a 29 sapien xt valve inside of the first corevlave to sandwich it. After the sapien xt valve was implanted, both the corevalve and the sapien xt valve were noted to have popped out of the annulus. The physician tried to re inflate the balloon to push the valves back in the annulus but it did not stay. The decision was then made to deploy a sapien xt valve into the first sapien xt valve, but this forced the delivery system to go up in the aorta. The second sapien xt valve ended up above the annulus. A second corevalve was then used to sandwich the second sapien xt valve. This seemed to help the second valve from migrating into the lv. All the valves ended up in the ascending aorta. Per report, at the end of the procedure the patient was in stable condition but not any worse or better than what he started. The valve embolization was attributed to the patient¿s large native annulus. The annulus diameter had an area of 768mm² by CT. The patient had no native annular/leaflet or aortic root calcification. Note: this case pertains to the first deployed sapien xt valve.

Manufacturer narrative:
(B)(4). Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, and in this case, undersizing of the valve. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. At this time the sapien xt is not indicated for use with a corevalve, therefore the IFU and training manuals do not provide instructions on the steps for deploying the valve in this scenario. In this case, the valve embolization was attributed to the patient¿s large native annulus size in combination with the lack of native valve/leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.